Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #4337423. Two needles and two single use holders were received from the customer in support of this complaint. Photographs of the tubes used were also provided. 20 retained needles from the same lot number were tested in conjunction with bd (B)(4), and were each used to draw eight vacutainer tubes with synthetic blood. In no case, did the np sleeve fail to recover the np needle, and no contamination of the holders was observed. The two returned needles were also function tested with the (B)(4) provided by drawing 8 tubes with sheep¿s blood on each needle. Again in no case, did the np sleeve fail to recover the np needle, and no contamination of the holders was observed. This is the first complaint of this nature on this lot number. Although based on receipt of this complaint we acknowledge that the customer has had an issue with this particular product, for plant evaluation purposes this complaint is not confirmed based on the results achieved with the retained and returned samples. There are two possible failure modes which could result in this type of defect being observed by the user. One is that the sleeve has been side pierced when pushing the tube on, thus preventing it from recovering when the tube is removed. This would allow blood to continue flowing through the needle. However this would be evident after the procedure was completed. That was not reported in this case. The other scenario is that there was insufficient lubricant on the np end of the needle, which could slow the sleeve recovery and allow some blood to be spilt into the holder. At this moment in time there is no definitive evidence that the devices used are the cause of the issues experienced by this customer. As this issue is deemed to be an isolated event and of low risk to patient or end user we will not take any further action at this time. We will, however, continue to monitor our complaint database for further instances of the reported defect conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that blood leaked into the bd vacutainer® precisionglide¿ sample needle holder. There was no blood exposure to mucous membranes. No serious injury. No medical interventions.